Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007711 in question was manufactured at the osted site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012270". The count of complaint is 3 which is equal 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the 6007711 was manufactured according to the work instruction (wi) version 79 and manufactured in the multivac 12 on 21-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: the lot 4f01836 was assembled according to the work instruction (wi) version 27 and manufactured on 21-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 4f01837 was assembled according to the work instruction (wi) version 27 and manufactured on 21-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing: the tubing lot 4d03083 manufactured in the machine mp04, mp08, on 21-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4d03084 manufactured in the machine mp04, mp08, on 25-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4e05939 manufactured in the machine mp04, mp05, mp08, on 14-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4f00468 manufactured in the machine mp04, mp05, mp 08, on 15-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4f01830 manufactured in the machine mp04, mp08, on 18-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) 2 guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hypoglycemia event. Blood glucose level was 20 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV). The duration of hospitalization was greater than 24 hours. Patient also experienced the symptoms of seizure. No further information available.